Event description:
Harmonic scalpel hand piece was not working. Hand piece and generator were removed from service, and new equipment was obtained. No harm to patient. Hand piece was given to materials coordinator.what was the original intended procedure?laparoscopic ventral hernia repair.device #1is this a laboratory device or laboratory test?no.